Manufacturer narrative:
The product will not be return for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; changing your pod chapter 3 / page 24. Warnings: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab. Clean the infusion site with soap and water or an alcohol prep swab. Keep sterile materials away from any possible germs. Changing your pod chapter 3 / page 33. Check the infusion site at least once a day: be aware of signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in a different location. Then call your healthcare provider. If you observe any problems with the pod, replace it with a new pod. Living with diabetes 11 / page 115. Warnings: if you suspect an infection, immediately remove the pod and apply a new pod in a different location. Then call your healthcare provider.

Event description:
It was reported after wearing the pod longer than 48 hours on the abdomen, an abscess with pus and a skin reaction was noticed. The patient and his mother went to the emergency room where he received oral antibiotics for the site infection. The patient was then sent home.

Manufacturer narrative:
The product was not requested to be returned for evaluation and therefore a root cause could not be verified.